Manufacturer narrative:
The date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. E1- initial reported phone number: (B)(6).

Event description:
It was reported that the patient experienced the ipg flipping in the pocket. Surgical intervention was undertaken wherein the ipg was repositioned and sutured in the pocket to resolve the issue.